Event description:
It was reported, that the patient with the cardiac resynchronization therapy pacemaker (crtp) system was exhibiting right atrial channel undersensing. Which has led to over pacing during premature ventricular contraction (pvc) episodes. Technical services (ts) was consulted and confirmed, right ventricular channel is adequately sensing pvcs, and that the ra lead is not sensing these pvcs. And is undersensing atrial fibrillation (af). Reprogramming options were discussed. This crtp system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).